Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had red inflammation at the pocket site and a small scabby wound. The patient was prescribed antibiotics.

Manufacturer narrative:
Additional information was received that the patient's red inflammation at the pocket site and a small scabby wound healed on its own and no intervention was necessary.

Event description:
A report was received that the patient had red inflammation at the pocket site and a small scabby wound. The patient was prescribed antibiotics.